Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case the customer is reporting that when they command the couch to move vertical in the up direction or the down direction by using the gantry control panels the couch will also move into the gantry, horizontal un-commanded movement. The philips field service engineer (fse) reviewed the log-files which indicated a stuck button event (s_command_button_stuck_error stuck:mmln). The fse confirmed that there was no patient rescan and no harm to a patient or operator. The fse evaluated the system and determined that the gantry left front control panel had failed, and replaced the gantry panel to resolve the issue.